Manufacturer narrative:
(B)(4). Returned product consisted of a ranger balloon catheter with the balloon protector. There was blood in the inflation lumen. The proximal end of the balloon was torn longitudinally 50mm in length. There was no other damage to the catheter. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Ranger ii sfa clinical study. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the left superficial femoral artery (sfa), with reference vessel diameter of 5mm, a length of 80mm, and was classified as a tasc ii a lesion. A non-target lesion located in the right external iliac artery was successfully treated with stent prior to the target lesion procedure. The target lesion was treated with pre-dilatation using a 5x40mm balloon and a 5x100mmx135cm ranger dcb drug coated balloon. However, the ranger balloon was ruptured and another 5x40mmx135cm ranger balloon catheter was used to treat the target lesion. Post dilatation was not performed. The device deficiency did not lead to a serious adverse event. This product is only ous approved but is similar to an approved us device.